Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized as a result of her high blood sugar on (B)(6) 2016. Customer's blood glucose was 313 mg/dl at the time of the incident. Customer's current blood glucose was 243 mg/dl. Customer had symptoms related to her high blood glucose such as abdominal pain, vomiting, extreme thirst, light headedness, and feeling tired. Customer was treated with insulin, an IV drip, and food. Customer stated that she had not checked her blood glucose that day until the afternoon. Customer stated that she received a no delivery alarm on the insulin pump. Customer started to feel sick and vomited. Customer then tested her ketones. Customer stated that she was wearing the pump at the time of the emergency room visit but she discontinued using it because it said no delivery and she did not have any syringes. Customer declined to do a high pressure test and was advised to do a complete set change.